Manufacturer narrative:
Concomitant medical devices: item #(B)(4), femoral stem, lot 63235991.

Event description:
It is reported that the patient was revised 6 months after implantation due to dislocation.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: UDI: (B)(4). Concomitant medical products: liner neutral 36 mm i.d. Size jj for use with 54 mm o.d. Size jj shell p/n 00875101136 l/n 63254478; femoral stem 12/14 neck taper std. Offset size 1 130 mm stem length p/n 00811400100 l/n 63235991; shell with cluster holes porous 54 mm o.d. Size jj for use with jj liners p/n 00875705401 l/n 63271314. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.